Event description:
While using the massager, within a few seconds rptr heard a popping noise and before there was time to react, rptr's hair was pulled from her head to the roots in an area approx 1 1/4 to 1 1/2 inches long and 1/2 inch wide. It was a bald spot that became very sore and swollen. The whole incident happened in the space of about 5 seconds.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.